Event description:
A 3.0mm diameter x 12mm length ave gfx stent was inserted into the right coronary artery. It was not possible to cross the target lesion, therefore the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the coronary artery. It is not known if the physician followed the instructions for removal of an undeployed stent. An attempt was made to retrieve the stent with a percutaneous transluminal coronary angioplasty balloon; however, the stent dislodged from the percutaneous transluminal angioplasty balloon at the femoral sheath. A snare was then used in another attempt to retrieve the stent, unsuccessfully. The stent remains within the pt's peripheral arterial vasculature, and there was no further treatment attempted to the target lesion. There was no add'l clinical sequelae reported relative to the event, and no further info is available from the user facility.